Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 422 mg/dl at the time of the incident. The customer was treated with shots. The customer reported that they had button error. It was reported that the up and down arrow keys did not work. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The insulin pump will not be returned for analysis.